Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the system 5000, 60-8005-001, caused a 3rd degree burn on the patient on (B)(6) 2020 during a de-clotting of an av graft and insertion of a graft in the upper left extremity. It is reported that the system 5000 did not have an audible tone. The patient's burn was noticed after they de-clotted but before they started to insert the graft in the upper left extremity. The patient's burn was in the upper inner left arm. The burn was approx. 6x3cm. The electrode (130309a, goldline pencil) was not stored in the holster, it was on the hand table attachment, per the facility, this is normal for this type of procedure. The settings were 30/30 cut/ coag. Burn wound was left open but had dressing applied. Patient was released but had follow up surgery the next day in outpatient surgery to remove eschar and closure of the wound. The system 5000 was last checked by conmed on 5/23/2019 and by the facility on 7/9/2019. The facilities biomed also checked the machine on 6/4/2020 after the case. An audible tone was heard by biomed. This report is being raised as patient injury.